Event description:
Rubber needle stopper failed in draw hub between bottle fills, causing blood to spray. Blood draw was terminated to prevent further bleeding through faulty draw system. Event reoccurred on second draw. FDA safety report ID# (B)(4).